Event description:
Home health rn (B)(6) reports that an "up/down" error code kept showing on pump serial number (B)(6). Home health rn (B)(6) reports that she redid the tubing and then the rubber stopper cap got pushed into the gamunex-c vial. Home health rn (B)(6) reports that the pt got approximately half of their gamunex-c dose; 48ml remaining of the 100ml. The pharmacy will replace the gamunex-c vial, curlin pump, and tubing as the pt did not get full dose due to vial stopper defect. No adverse events reported. Unknown if available for return. No further information provided. Intravenous immunoglobulin other.